Event description:
It has been reported to philips that fluoroscopy stopped working. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use for neurovascular (planned treatment/non-emergency treatment) and the procedure was postponed, and it got completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluoroscopy stops intermediately. Upon functional testing the fse found that the issue was occurring due to the xv system calibration was expired. To resolve this issue the fse performed the xv system calibration. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.